Event description:
It was reported that during the sixth week follow up appointment the artificial urinary sphincter (aus) could not be activated. A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a noticeable amount of air was on the system. There were no patient complications.